Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the following. The external force was applied to the subject device. (For example, hitting the hard object to the subject device, strong force being applied to the top cover and so on). Consequently, the lamp access cover and the top cover were deformed and the lamp access cover could not be closed normally, then the power of the subject device could not be turned on. Power of clh-sc can be turned on with closing the lamp access cover. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the deformation of the lamp cover and the top cover. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before use, the subject device could not be turned on due to the deformation of the lamp cover. There was no report of patient injury associated with the event.